Event description:
It was reported that during a lap supracervical hysterectomy procedure they took the device out and noticed the blade was not on the device. The site found the blade outside of the pt on a piece of the drape. They morcellated and cauterized the uterus to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.